Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. There was no reported impact to the customer's blood glucose level. After the most recent occlusion alarm, the customer changed out the infusion set and cartridge. No additional occlusions occurred. Troubleshooting with the pump could not be performed as the contact did not have the pump at the time tandem technical support was called.